Manufacturer narrative:
(B)(4).

Event description:
Upon receipt of the sample for MDR 3006425876-2014-00021, it was also discovered that the dilator tip was damaged. There are no further details to support when or how the dilator was damaged.